Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The manual stapling device was being used for the first stomach staple. When putting the reload on the tissue, the jaws of the reload would not remain closed. In order to resolve the issue and complete the case, a new handle was opened and used with the same reload with no problems. There was no patient harm. The patient outcome is alive, no injury.